Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. As per received condition; the investigation has shown that the steel ball has fallen out and that the pin in the adjustable clamp has shifted and therefore the retractor cannot be inserted as foreseen. The review of the production history revealed that both instruments were manufactured in 2002 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. During manufacturing the steel ball is pressed-in and the pin is pressed-in, welded and scattered on both sides, this ensures a secure fit. Based on these findings; the cause of failure is not due to any manufacturing non-conformances and classifies this occurrence as wear and tear during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The guide rod only allowed the blade to be attached from one side rather than both sides, as it should allow. All other tested retractors allow for insertion from both sides. X-rays have not been used to determine if any missing parts are still in the patient. They are assumed to be so small that x-ray will not be specific enough to determine if they have fallen into the patient. No known harm to the patient was reported. This is report 1 of 1 for (B)(4).